Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing impaired wound healing at the pocket site following a recent revision procedure (MFR. Report no. 3006630150-2020-02546). Symptom was fluid discharge at incision site. The patient was prescribed with antibiotics. The physician confirmed that there were no signs of infection. The patient's ipg was explanted and will not be returned.